Event description:
The pt stated that his blood glucose has been elevated for the past 2 months. He stated that at times his blood glucose measures "hi" on his blood glucose monitor. He stated that "95% of the time" his blood glucose range has been 200-300 mg/dl. His normal blood glucose is around 130 mg/dl. He stated he is able to lower his blood glucose by insulin injection. The pt stated he was in the hospital 2 days due to high blood glucose. He stated he was on an i.v. And saline and he stayed connected to his infusion device while hospitalized. The pt stated that at 10:00 am his blood glucose measured "hi" and he injected 50 units of insulin. At 5:00 pm that evening his blood glucose measured 232 mg/dl and he ate dinner and bolused 17 units of insulin. At 8:00 pm his blood glucose measures "hi" and he injected 50 units of insulin. The pt switched to his backup infusion device. Upon follow up the pt stated his blood glucose returned to normal. The pt's infusion device was replaced. Product was requested to be returned for evaluation.